Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and reportable malfunctions were noted where there was a gas leakage from the secondary pipe and the electropneumatic proportional valve malfunctioned. The most probable cause of the discovered damage is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit had a gas leakage from the secondary pipe and the electropneumatic proportional valve malfunctioned. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected field: h9- value was incorrectly reported and should be blank. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.